Manufacturer narrative:
Additional information: b5 (second paragraph) and h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the procedure involving the evolut proplus 34 valve, an infold was detected after the first recapturing and second deployment. The valve needed to be replaced by a new one. The valve was loaded by an experienced loading nurse, and a fluoroscopic check was performed in accordance with the instructions for use. Additional information was received indicating that the valve was recaptured one time due to implant depth. According to the physician, the patient's calcified anatomy contributed to the infold. And it was also noted that a procedural delay occurred as a result of the infold.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the valve was returned loaded inside the delivery system. The valve was discolored showing evidence of blood contact. The valve was received in a crimped state. The outflow showed a slight elliptical appearance and inflow displayed a reniform appearance. Blood remnants were noted on the outflow frame. As received, all leaflets were in a partially open position with a large gap between the free margins. The leaflets were unable to close due to their dried state. All leaflets appeared stiff and exhibited severe creases and imprints. Creases and imprints were also noted along the outer wrap. Loose piece of host tissue extended from the outer frame. Remnants of coagulated blood were noted on the leaflets below commissure 2-3. All commissures appeared intact. All sutures were intact; no damage was observed. The valve was submerged in a warm (approximately 37 celsius) saline bath. The frame expanded; however, the valve appeared to retain a compressed state. The retained compressed state may possibly be associated with the valve having been inside the capsule of the delivery system for an unknown duration of time. There was no evidence of bends or kinks to the frame. The inflow and outflow aspects remained slightly elliptical after warm saline submersion. Due to the returned condition of the valve, a deployment simulation could not be performed. Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID d-evprop34 (lot: 0012514794); product type: 0195-heart valves; product ID l-evprop34 (lot: 0012497770); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the procedure involving the evolut proplus 34 valve, an infold was detected after the first recapturing and second deployment. The valve needed to be replaced by a new one. The valve was loaded by an experienced loading nurse, and a fluoroscopic check was performed in accordance with the instructions for use.

Manufacturer narrative:
Image review: two media files were provided for review. Fluoroscopic valve load inspection was performed and confirmed a good load. It was reported that a recapture was performed due to implant depth and an infold occurred during the second deployment attempt. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. If an infold is identified, the valve should be recaptured and removed from the body. New sterile components must be used. The patient¿s executive summary was not provided for anatomical review. However, it is known that the patient¿s anatomy was calcified and involved a 34mm valve. Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.